Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. Serial/lot number unknown / not provided. Expiration date unknown / not provided. UDI number unknown / not provided. PMA/510(k) number not available. Device manufacturer date not available / not provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw at tooth site #3 became loose.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie did not receive one screw for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, and risk management file (rmf). A complaint history review by item number was conducted for the screw dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction could not be verified without device receipt, and the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.